Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high out of range shock impedance measurements were noted on this device and right ventricular lead and the values had been increasing gradually. The system was only checked in the dual coil configuration. All other values appeared normal. Boston scientific technical services (ts) discussed the cause and possible troubleshooting and noted to perform a 1.1 j commanded shock to see how the lead system performs with higher energy. The field representative noted that the hospital will do the recommended checks but likely not the integrity testing at this time. An explant will be performed close to a normal device change out unless values dramatically change. No adverse patient effects were reported, the system remains implanted.

Event description:
Additional information noted that a follow up took place and all measurements appeared to be out of range in all configurations. At this time the system remains implanted and discussion on how to proceed will take place. No integrity testing has been performed to date.

Event description:
Additional information noted that high output pacing was performed and some increase in shock impedance measurement was noted. The hospital will be contacted for the next steps. No additional adverse patient effects were reported.

Event description:
Additional information noted that induction testing was performed and the shock impedance measurements were within range as well as low out of range pace impedance measurements. No further testing was planned and a possible lead replacement will be performed at the time of the device change out. No additional adverse patient effects were reported.